Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv2g24, which gave satisfactory performance. All control readings were properly marked in the meter memory.

Event description:
The customer ran a control test and obtained a reading of 228 mg/dl on a contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.